Manufacturer narrative:
B3: unknown; no information has been provided to date. D4: primary di number is unknown. E1: facility name, (B)(6). Address line 1, (B)(6). G4: FDA premarket submission number is unknown. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged and the lens was scratched. No issues were found in the event history log. Functional testing found that the dso seal was damaged, and the remote dose connector was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the pump's dso seal was damaged. The dso seal, lens and remote dose connector were all replaced.

Event description:
It was reported that a device was returned for repair. There was unknown patient involvement. Analysis found the downstream occlusion (dso) seal was damaged.